Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. An non-mdt limb was also implanted on the contralateral side during the procedure. It was reported that when the patient returned for follow up on an unknown date an unknown endoleak was identified. A secondary procedure was carried out and a type iiib endoleak was confirmed. A non-mdt cuff was implanted proximally, close to the flow divider, and an endurant ii iliac extension was implanted inside the limb from the right femoral artery to match the proximal region of the cuff and touch up was performed using the kissing technique. Two additional non-mdt devices were additionally implanted inside the iliac extension. Final angiography showed that the endoleak was resolved and the procedure was completed. As per the physician, there was a possibility that the type iiib endoleak occurred around the flow divider at a certain rate, and the physician predicted the event will occur in the future. The physician also noted that even though the patient had no endoleak with administration of aspirin only, anticoagulant drug was additionally administrated due to atrial fibrillation and this might be related to the endoleak that occured. No additional clinical sequelae were reported and the patient is fine.